Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered a double-bolus. Reportedly, customer misunderstood insulin-on-board (iob) and duration. Customer stated that she was distracted while blousing which lead to the error, and that pump had performed as intended. During troubleshooting with tandem technical support, iob, duration and cancelling a bolus while it is still active were discussed. Customer reported taking steps to prevent hypoglycemia and did not require any further assistance. Customer was 132 mg/dl at last test.